Event description:
It was reported that the health care professional (hcp) wondered on the delivered anti-tachycardia pacing (atp) therapy for ventricular tachycardia (vt) by this implantable cardioverter defibrillator (ICD) and why no shock therapy was delivered. The vt persisted for an extended duration before subsequently terminating. A later vt episode occurred and was successfully converted with atp therapy. Technical services (ts) discussed that the device functioned as programmed. The patient presented to the emergency room reporting lightheadedness. No adverse patient effects were reported. The ICD remains in service.